Event description:
Constant pain in lower lumbar area. Restricted movement in legs with pain, numbness in arms, legs and hands, involuntary muscle spasm, frequent headaches, slow sexual response, very little strength in right hand, insomnia and depression due to constant pain. Drs released rptr without pain medication in 1993.